Manufacturer narrative:
Eval - the device was just received for investigation. Upon completion of the investigation, a follow up report will be submitted. A review of our complaints database shows no other reports on this device lot number.